Manufacturer narrative:
E1: patient city: brights grove. Patient country: toronto . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced the infusion set tape did not adhere to the skin peeling off at the abdomen insertion site event on 10-mar-2026.